Event description:
It was reported that the device is not reaching temp. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no evidence of impact or corrosion damage. Functional testing found the reservoir temperature on the temp check does not go above 41.3 degrees celsius. The root cause of the reported issue was found to be component failure - main printed circuit board (pcb) is out-of-calibration. D5 and e4 are unknown, no information provided to date.